Manufacturer narrative:
H3: destructive analysis of the pump identified wear on the motor o-ring for gear number three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was 2019-06-17. The onset date of the faulty pump was 2022-12-09 and there was more drug removed than expected. For each volume discrepancy, the following was provided: 2022-12-09: 12mls erv, 15ml arv 2023-03-11: 6.5ml erv, 10ml arv 2023-06-02: 3.7ml erv, 7ml arv 2023-08-25: 6.5ml erv, 10ml arv 2023-12-01: 6.5ml erv, 10.5ml arv 2024-02-21: 3.7ml erv, 7ml arv 2024-10-05: 7ml erv, 11ml arv 2024-09-08: 3.7ml erv, 7ml arv 2024-11-01: 6.5ml erv, 9.5ml arv 2025-01-28: 6.5ml erv, 10ml arv 2025-04-25: 3.8ml erv, 7.8ml arv when asked to clarify the report of at the last refill, drug had squirted out of the syringe under pressure, it was stated that the syringe was not fully attached to the line. Regarding the cause of the issue, it was stated that nothing was determined at the refills. The patient reported variable symptoms and the pump was replaced (B)(6) 2025. The pump would be returned. The hcp who initially reported the event was provided. The gender and age of the patient was also provided.

Event description:
Information was received from a foreign healthcare provider via a company representative regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the company representative was at the hospital on monday ((B)(6) 2025) covering a case. While they were there the healthcare provider gave them an explanted pump that had previously been faulty. The healthcare provider said that at the last pump refill, drug had squirted out of the syringe under pressure. It was further reported that the healthcare provider indicated that there had always been discrepancy of at least 4 ml at each refill. No patient symptoms were reported. The pump was to be returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the hcp had discarded the refill kit and the lot number was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.